Event description:
During a procedure, the surgeon complained that the irrigation was impaired. The surgeon decided to cease phacoemulsification and then started irrigation/aspiration (I/a). The patient experienced a corneal burn. The customer also reported that the system had frequent occlusion/vacuum alarms during the procedure. Patient outcome is unknown. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and found that it met specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.